Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that ever since they got the device implanted, the spot where the battery is is very painful. Patient said they have the stimulation off and on, and they charged it last night and as soon as the charge went through, (stim turned on) they were in excruciating pain. This morning, patient woke up and could barely walk and couldn't sit. Patient went to the emergency room about it and turned stim off and within 5 minutes of shutting stim off, they had almost no pain. Patient turned stimulation back on and the pain came back. Patient mentioned they had programming adjusted with their representative and wondered why if they could feel pain relief in their right side, why was they feeling pain where the implant is. Patient stated they feel relief in the side, not their legs, and stated they still may want implant removed due to pain in implant site despite effectiveness in side. Patient stated they spoke with 2 doctors and they did not know what to do, so one doctor referred them to have a hardware block tomorrow. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.